Event description:
A malfunction on the pump was reported by the caller, identified by the malfunction code "malf 12." There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for resetting the pump and assisted the caller in doing so successfully. The malfunction code did not recur, and the customer was advised to continue using the pump while being instructed to call back if any issues reoccurred.